Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they are hardly urinating at all and they wanted to increase stimulation, but couldn't because of the patient programmer (pp) issue; they were urinating regularly. The patient mentioned both legs were "blown out" and they need to watch their salt intake. They need to eat more herbs to make their body work properly. As a result of the event, the patient will change their batteries in their pp to see if they can increase stimulation. No device issue and no further patient complications have been reported as a result of this event.